Event description:
The first sealed duckbill was discovered while trying to ventilate a patient in the emergency room. We noticed he was incredibly hard to ventilate. The paramedic ended up taking the bag off of the patient and looking at it to discover that the duckbill never opened. Immediately grabbed another one that did work. The second sealed duckbill was grabbed from an emergency storage but was not used on the patient. It was discovered afterward that the resuscitation bag had a stuck duckbill.

Manufacturer narrative:
This related MDR is being submitted as part of our remediation efforts in response to the FDA form 483 notification issued on (B)(6) 2014 by (B)(6) to ventlab, llc. This effort consists of (B)(4) MDR's. The affected device was not investigated. However, ventlab performed quality trending, product investigation and corrective actions to solve the root causes. The solutions were implemented last year and a recall was initiated in may of this year.